Manufacturer narrative:
The immucor laboratory tested retention product on (B)(4) 2019, which performed as expected. The immucor laboratory also received a blood sample from the customer site (number (B)(6)) and tested it against lot specific retention product (id372 and 221240) on (B)(4) 2019 which yielded a negative testing outcome. Immucor technical support used a remote electronic connection method on (B)(4) 2019 to assess the testing instrument used and found the instrument test well images in question for id372 to be visually negative. The instrument test well images in question for r027 on (B)(4) 2019 were visually weakly positive. The camera report was acceptable and the event log showed no errors. An immucor field service engineer (fse) visited the customer site to assess the testing instrument used on (B)(4) 2019 and found that the shake had to be adjusted, which was done, and the washer module was replaced due to discolored connections. The internal immucor tracking record number is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody identification outcome when used on a galileo echo instrument, when tested on (B)(6) 2019.